Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material exit from the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide updates to b5 and h10. Correction to g3 of the initial medwatch. The aware date should be 06-mar-2024. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Additionally, 4111 - communication/interviews was incorrectly selected in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. A definitive root cause cannot be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use: detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Preventive measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the reported malfunction in b5 was confirmed to be foreign material, which exited from the jet tube. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had a clogged jet tube with foreign material. The issue was observed during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm or delay.